Manufacturer narrative:
Updated fields: b4; d8; d9; g1; g3; g6; h2; h3; h6 investigation findings, type of investigation, investigation conclusion; h11 a getinge field safety engineer (fse) was dispatched to evaluated the unit and found the bimba cylinder not filling. The fse calibrated bimba cylinder properly as per company protocol and found machine working ok. Observed the machine 1 hour and found no issue in the machine. All functional and safety test performed.

Event description:
N/a

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.